Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/24/2016 with the following findings: the bolus button was operating properly. No physical damage was observed on the button cover. The bolus button cover was removed; no defects were found. Unrelated to the complaint, the battery compartment was observed to be cracked along the side and from the case seal traveling to the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an unresponsive audio bolus button. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.